Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) performed as intended, however, the physician was concerned about being able to perform a lv threshold test when it was programmed to 'none' since the patient experienced a period of asystole as a result. Customer comment: the complaint from the doctor that wanted to know why he was able to do an lv threshold test even it was programmed to none in the brady settings? He would have expected a warning before testing a lead that was not recognize as present in the device.

Manufacturer narrative:
The test was stopped and the patient was ok. As of today, this device remains in service without changes to programming or additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequently information was received that this device was explanted. The device has not been returned for analysis. Should the device be returned for analysis this investigation will be updated.